Event description:
(B)(4). I have never had problems with cramps, blood clots or irregular periods until I got essure. Since then over time I've suffered increased cramps, I never know when my cycle will begin and I pass clots that are quite large. In addition my once luxuriously thick hair has thinned immensely, I have skin rashes that require steroids to clear up (the healing only lasts as long as the steroid cycle does), mood swings, lower back pain, bloating, headaches....the list goes on. I do not have any other underlying health issues, I'm on zero medication (besides otc allergy medication to try to keep the rashes at bay) that could cause these symptoms. I've always been otherwise very healthy.